Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6), 2021, while restocking and cleaning, it was noticed that the following instruments were broken. One (1) reduction forceps with the serrated jaw, ratchet, one (1)reduction forceps with points, narrow ratchet, one (1) 1.5mm/1.1mm double drill sleeve. There was no patient involvement. This complaint involves three (3) devices. This report is for (1) reduction forceps with points narrow-ratchet 132mm. This report is 2 of 3 for (B)(4).